Event description:
Patient reported that on (B)(6) 2019 she felt very thirsty and decided to check her readings. Patient advised she checked her glucose reading it was allegedly 500 while wearing the v-go device. Patient mentioned that she did not hear the needle lock in place and unsure if she was receiving her insulin. The patient called her hcp to advised them of her readings, in which they provided the patient with medical advice.